Event description:
It was reported that the 9900 system had a communication error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ffb was replaced during the service call. The system was tested and found to be working as intended and put back into service.